Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead part of a system revision due to possible infection. Reportedly, the pacemaker site was warm and slightly reddened which was an indicative of infection. There were no additional adverse patient effects reported. The ra lead remains in service.